Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that during an unknown procedure to repair a humerus fracture, there was difficulty assembling the nail insertion instruments. The connecting screw was passed through the insertion handle into the nail, but as the connecting screw was hand tightened to secure the assembly, the connecting screw broke. Part of the connecting screw remained inside the nail. Another nail was used, and the surgery was completed manually without the use of the insertion handle. There is no known surgery delay, and patient outcome is unknown. Concomitant devices reported: insertion handle (part number unknown, lot unknown, quantity 1), 7mm ti multiloc humeral nail left/cann/240mm-sterile (part number 04.017.240s, lot 4l92610, quantity 1). This report involves one connecting screw/cannulated for multiloc humeral nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the connecscr cann f/ml hum nail was returned and received at us customer quality (cq). Upon visual inspection, the threaded portion of the connecting screw was found broken. The broken fragment was stuck inside the hn multiloc ø7 izq can l240 tan. No other issues were identified with the returned device dimensional inspection: outer diameter of shaft: measured dimension: confirming. Document/specification review: based on the date of manufacture, the drawings reflecting the current and manufactured revision were reviewed. No design discrepancy were found. Investigation conclusion: the overall complaint condition was confirmed for the connecscr cann f/ml hum nail. The breakage could have happened due to application of unintended forces through hammer blows while in use during surgical procedure. However, it cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 03.019.007, lot: l503664, manufacturing site: haegendorf, release to warehouse date: 10. Nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, investigation summary complaint is confirmed as we are able to confirm complaint description (the connection screw is broken and the broken off part stocks in the nail) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.